Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a left total hip for the 2nd time, due to dislocation. Original surgery was approximately 15+ years ago. Stem is a definition cemented. Surgeon commented the abductors were compromised. The first was (B)(6) 2019. This revision was of the v-40/c-taper adapter and head to a new cup with mdm. The cup that was in was competitor. (B)(6) 2019: acetabular devices were competitor product.